Manufacturer narrative:
Additional information : the lot number was manufactured between may 04, 2018 - may 05, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. It was further reported that the source of the leaks were the middle pressure seal ports. The leaks were discovered before product use. There was no patient involvement. No additional information is available.